Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer experienced a loss of vacuum, reduced saline flow and was unable to obtain tissue samples. The customer reports that the procedure could not be completed and the patient was rescheduled. The customer requested to have a field engineer assess the equipment; however, the customer was able to correct the issue. No further information is available.